Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin during the manual prime process. The customer¿s blood glucose was 180 mg/dl. The customer was assisted with troubleshooting. Customer states they were unable to exit the preparing to prime loop. Customer states they did not receive second series of beeps nor did numbers appear on the screen. Customer declined to waste more insulin and filled a reservoir with water and to press and hold the act button during troubleshoot. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Device received compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify prime/fill anomaly due to compromised forced sensor system alarm.